Manufacturer narrative:
One non-sterile outback elite 120cm re-entry was received coiled inside of plastic bag. The cannula was received deployed (.8 cm). Per visual analysis, the outer shaft presented a kinked condition at 17 cm from the distal tip. The guide wire was received tangled and out of the outback device and several bents were observed along the whole guide wire. Blood residues were observed on the device and was cleaned with peroxide. No other anomalies/damages were observed along the received unit. The functionality of the unit was performed successfully despite the kinked condition found on the outer shaft. The handle was actuated and the needle was retracted and deployed as expected. Review of lot 17357373 revealed no anomalies during the manufacturing and inspection processes. The event reported by the customer as ¿cannula/needle (outback only) - retraction difficulty - wire sheared/cut¿ was not confirmed due as the device passed functional analysis successfully. The exact cause of the kinked condition found on the outer shaft as well as the several bents on guide wire could not be conclusively determined. According to event description, clinical factors might have contributed to the event reported by the customer. The difficulty experienced by the customer may be related to the kinked condition and blood residuals observed inside the device. The product instructions for use (IFU) cautions the user that excessive calcification at the site of re-entry may impair the device¿s performance. It instructs the user to retract the cannula tip into the device by fully retracting the handle deployment slide until it stops. The user is then to release the handle deployment slide button to lock the deployment slide in the retracted position. The user is then instructed to ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked, prior to withdrawing the catheter over the guidewire. Neither the product analysis nor the manufacturing records review suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. This report is a follow up report to MFR number 9616099-2016-00532 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added. This is one of three reports involved with the reported event (1016427-2017-00186, 1016427-2016-00027 and 9616099-2016-00532).

Event description:
As reported, during a peripheral interventional procedure, the physician used a 120 cm. Outback elite re-entry catheter. The cannula/needle of the outback elite catheter was unable to be retracted and the stabilizer support guidewire used sheared off. The distal tip of the guidewire was left in the patient. The patient will return back to the hospital/theater later in the week. Also during the same procedure, a 150 cm. Sleek otw 4.0 x 10 balloon catheter burst. The products will be returned for inspection. Additional information has been requested. Per the affiliate- there is no further follow up information available.